Event description:
It was reported that after a device implant, the patient experienced a hematoma and returned to the operating room (or) where it was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.